Event description:
Livanova deutschland received a report that during procedure, following sudden power failure in the hospital, centrifugal pump 5 (cp5) could not rotate. Then, hand-crank procedure was performed, but the centrifugal pump continued to not rotate and the effective blood flow could not be achieved; raised the drop speed of norepinephrine and the oxygen concentration of the ventilator. After the main power supply regained, centrifugal pump was put into s5 machine and the operation started again. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). Through follow-up communication, livanova learned that after the main power supply regained, the procedure was completed successfully and vital signs of the patient was stable after the procedure. The unit was returned to the manufacturer's site for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Functional verification checks were performed and passed positively. The unit returned to service. A device service history review has been performed and identified that the unit was manufactured in 2020 and no other similar events have been reported. Based on the collected elements, the cause of the failure has been traced back to a faulty component. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. The investigator could confirm the reported issue. In order to solve it, flexible shaft cable will be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.